Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was asked to send a manual report and when the reader was lifted, it was too hot to touch. Patient was afraid to put it on the skin because it would burn. The patient was advised to unplug the monitor. The monitor is expected to be replaced. No patient complications have been reported as a result of this event.